Manufacturer narrative:
The device was received by the manufacturer and forwarded to a factory authorized service center for repair. Device was evaluated by a third party.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use. The device was sent to a third party service center for evaluation and the customer's complaint was confirmed and "service required" codes were found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issues.